Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance.

Event description:
The manufacturer received information alleging a ventilator was alarming for "high internal oxygen". The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's oxygen blending module board was replaced to address the issue.